Event description:
It was reported that the bd micro-fine¿ pro pen needle experienced a loose outer cover, making them unable to remove the needle from the pen. This is the fourth time this customer reported about the issue of loose outer cover. The customer wrote a letter to report that he/she continues to experience this loose outer cover issue.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes d.9. Returned to manufacturer on: 22-feb-2022 h.6. Investigation: one open 32g x 4mm pen needle sample and three photos were returned from lot. No. 1006702, cat. No. 320559. A functionality test as per q-sop-183-dl was carried out and a loose hub in cover was observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. This issue was caused by an interference fit between the hub and cover. H3 other text : see h.10

Event description:
It was reported that the bd micro-fine¿ pro pen needle experienced a loose outer cover, making them unable to remove the needle from the pen. This is the fourth time this customer reported about the issue of loose outer cover. The customer wrote a letter to report that he/she continues to experience this loose outer cover issue.